Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cautery burned through the outer sheath. Probable root cause: generator power malfunction, material/design error, conductive irrigant used, user error. The device manufacturer date is not known.

Event description:
It was reported that the cautery probe compromised the outer sheath.